Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 900 mg/dl. Prior to the event, the customer experienced high blood glucose for two days. The customer changed the infusion set four times, but her blood glucose remained elevated. The customer was also vomiting. The customer has not had any issues since being released from the hospital. Nothing further was reported.